Event description:
An aci sales professional reported that she was present when a (B)(6) diabetic female patient with a history of peripheral vascular disease (pvd), and a previous femoral graft due to aortic aneurysm, underwent a peripheral intervention procedure on (B)(6) 2011 to place 3 gore synthetic grafts in the patient's superficial femoral artery (sfa). The patient was anti-coagulated with angiomax peri-procedure. Access was obtained at the common femoral artery (cfa) via a 7f sheath. A pre-procedure femoral angiogram revealed the vessel size was 5mm and showed that it was an antegrade stick at the sfa. Following the procedure, the physician who is a trained user of the mynx, prepped the balloon with 50/50 contrast for better visualization. It was reported that when the physician advanced the advancer tube to deliver the sealant, a pulsatile blood flow was observed coming out of the tube. Reportedly, the balloon was not in the arteriotomy so when the physician removed the balloon, the pulsating flow came out of the tube. The patient was immediately converted to manual compression and successful hemostasis was achieved after 20 minutes. While in the holding area, the patient's pedal pulses were assessed and there was evidence of diminished blood flow so the physician immediately transferred the patient to the operating room (or) and performed a surgical cut down where he used a fogarty embolectomy balloon to successfully extract the sealant. The patient's pedal pulses were restored with good blood flow. The physician stated that due to a heavily scarred tissue, he thought he had the mynx balloon up against the arteriotomy and he didn't realize that he deployed the sealant intra-vascular. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.